Manufacturer narrative:
Device evaluated by MFR. Visual inspection revealed rust color under all three ring electrodes and all six ring seals. Dried body fluid was found on the handle, main body tubing and distal end. Dried saline on the distal end and inside the irrigation ports. Electrical tests showed that all electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and the magnetic sensor measured within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found dried fluid debris inside the distal end cavity.

Event description:
Reportable based on analysis completed on 17jul2019. It was reported that noise and tracking issues occurred. During an ablation procedure for atrial tachycardia (at), all the mini electrodes of the intellanav mifi open-irrigated ablation catheter were intermittently noisy from the beginning of the procedure. It occurred during manipulation of the catheter. At the end of the procedure, the "magnet got broken" and the catheter wasn't visible anymore. The procedure was completed using another catheter with no patient complications. However, device analysis revealed fluid ingress.